Manufacturer narrative:
(B)(4).

Event description:
This rv lead had dislodged and was repositioned. This lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.